Manufacturer narrative:
(B)(4).

Event description:
It was reported that a lead had high impedance reading. The system was able to be adequately reprogrammed around the high impedance readings. Approx three months later, the pt had a decreased therapeutic effect. A possible lead migration was noted. No explant or revision has been performed or scheduled, as the pt opted for conservative medical management for the treatment of her pain.